Manufacturer narrative:
Device received with all buttons responding properly. Pump passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No power error 25 or power loss alarm noted during testing or in the device trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer reported the time clock does not advance and could see only medtronic logo on screen. Customer stated that insulin pump buttons began to work in less than 5 minutes without battery change. Customer was unable to clear the insulin pump errors, power loss alarm and program pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.